Manufacturer narrative:
Rs - 08/19/2015 - the device in question was returned and evaluated for failure confirmation as of 07/22/2015. That evaluation uncovered another issue of importance with the device: the unit alarms were not functional. The underlying cause of this newfound issue was determined to be a defective/broken power switch.

Event description:
The unit will not power on. Return evaluation showed unit alarm was not functional.